Manufacturer narrative:
Clarification was received that patient 2 was not pregnant.

Event description:
The customer received questionable ion selective electrode (ise) results. The doctors redrew patients and had them retested since the initial results received would have been toxic or lethal to the patient. Data was provided for two patient samples. Patient sample 1: initial sodium 173 mmol/l, repeat 143 mmol/l. Initial potassium 5.6 mmol/l, repeat 4.3 mmol/l. Initial chloride 122 mmol/l, repeat 98 mmol/l patient 2 ((B)(6), female) initial sodium 173 mmol/l, repeat 147 mmol/l. Initial potassium 5.1 mmol/l, repeat 4.4 mmol/l. Initial chloride 127 mmol/l, repeat 104.2 mmol/l the initial results were reported outside the laboratory. Patient 1 was sent to the ER to be redrawn. There was no adverse event. The electrode lot numbers were not provided. The expiration dates were provided as sodium: (B)(6) 2015, potassium: (B)(6) 2015, and chloride: (B)(6) 2015. The field service representative found there was an aged sample probe. He replaced and adjusted the sample probe and verified the instrument was operational. Calibration, qc, and precision testing were performed with good results. Further investigation could not determine a specific root cause. Based on the difference between the initial and repeat results, a preanalytic issue was suspected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.